Event description:
Procedure: unk reportedly, the end of instrument broke during surgery. The physician needed to retrieve part of the device from the surgical area. There were not reported adverse affects to the pt.

Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.